Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: unk-m-sc-2408-74, model: sc-2408-74, serial: null, batch: null.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration. The patient underwent a revision procedure where the leads that migrated were replaced. The patient was doing well post-operatively. The explanted leads were discarded at the facility and were not returned to bsc. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the initial implant date and the serial numbers of the leads that were explanted.

Manufacturer narrative:
Correction to field h6 - removed the patient code of no clinical signs and symptoms and replaced it with the patient code of pain. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: unk-m-sc-2408-74, model: sc-2408-74, serial: null, batch: null.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration. The patient underwent a revision procedure where the leads that migrated were replaced. The patient was doing well post-operatively. The explanted leads were discarded at the facility and were not returned to bsc. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the initial implant date and the serial numbers of the leads that were explanted. Additional information was received that the symptom patient was experiencing due to the lead migration was inadequate stimulation.